Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's g6 app was not working. Data was evaluated, and the allegation was not confirmed. The probable cause could not be determined. No injury, or medical intervention was reported.